Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been having low battery alerts and the battery does not last more than a week. Customer stated that the day prior her blood glucose was 339 mg/dl, the insulin pump would not turn back on and it took about an hour for the display to come back on. Customer has been having issues with the battery for about 6 months. Customer stated she is almost blind and cannot see if the insulin pump has damaged. No troubleshooting was done since the customer did not want to remove the battery cap because the device might not come back on. Customer was advised the battery cap would be replaced and to call back if issue persist.